Event description:
It is alleged that a total cholecystectomy procedure was converted to manual laparoscopic technique due the lack of vision on the versius surgeon console. The procedure was completed successfully and the patient was discharged on the same day, with no complications reported by the hospital. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. From the analysis of the video, it can be suspected that the camera cable connection at the camera head has failed, leading to the lack of display. The reporter did not provide any serial number that would permit to identify the camera head in question and the reported event has occurred several months ago. Cmr surgical has no record of a faulty camera head from the same hospital being reported at that time. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.